Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was treated with 9 units of insulin but their blood glucose kept rising. The customer motioned that they did receive a no delivery alarm at the time of the incident. The customer was assisted with troubleshooting and the customer's insulin pump passed the self test. The customer did not return the product back for analysis.